Event description:
Md put an echelon 60 stapler on patient's bowel and checked the placement. The device would not release, finally the md removed the device and several non-fired staples were found in the patient. The md removed the staples.